Manufacturer narrative:
Evaluation: a 10 french, 6 inch sheath assembly (consisting of the sheath and attached white hemostasis valve) was returned for eval. A blue introducer dilator was noted to be in place through the sheath/hemostasis valve assembly. Visual examination revealed dried blood on the exterior. The distal portion of the sheath was noted to be kinked and ribbed. The sheath tip appeared normal. The sheath ID was measured and found to be within datscope's mfg spec. Probable cause of difficulty: other than being kinked and ribbed, no mfg defect was found in the returned sheath. The sheath is made of a soft material so as to not injury the pt's artery during the insertion procedure. In general, difficulty advancing the sheath into the pt may be attributed to one or more of the following: 1. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. 2. The pt may have had a severe vessel tortuosity resulting in poor sheath insertion resulting in the associated sheath damage. 3. The user may have failed to make a small incision at the exit of the guide wire to facilitate the insertion of the dilator through the skin. The condition of the returned sheath does indicate that difficulty was encountered insertion the sheath and dilator into the pt.

Event description:
While the sheath and the dilator were being inserted into the pt's femoral artery, the sheath caught the edge of the skin and was damaged. (Event complications: none from the event-reported 10/6/97.) (Pt's current status: in hosp-rpt'd 10/6/97.)